Event description:
It was reported that the system 7700 stopped fluoro operation in the middle of a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the monoblock x-ray tube was defective and was replaced. A complete calibration was performed. The system was tested and found to be working as intended and placed back into service.